Event description:
Reportedly, the stapler didn't fire the staples when it was applied to the "bronchus lobar dexter." There were no details provided about the consequences of the failure other than "the pt risked his life." However, the surgeon was able to correct the wound via hand suturing.